Event description:
Olympus was informed that "during a resection of the prostate procedure, there was a suspicion that the urethra and head of the penis was burned." No additional details were provided. On (B)(6) 2013, the user facility confirmed that there was a pt injury and stated that they will not provide any further information regarding this report, concomitant device used during the procedure, or release the subject device for further evaluation.

Manufacturer narrative:
Olympus (B)(4) dispatched a product specialist and a sales representative to the user facility to collect additional information. Per the nursing technician that was present during the surgery, the user started the procedure with an olympus electrosurgical (ues) unit and resectoscope (model / serial number unknown). However, during the procedure, the user was informed that the olympus loop electrodes were not available at the facility. Hence the user switched to the valleylab ues, so he could use the other brand's electrode loops. The pt's urethra was long and therefore it was necessary to perform some mechanical maneuvers to access some of the anatomical areas during resection. Only at the end of the procedure, the user noticed that the head of pt's penis had a raised round white spot, potentially indicating a burn. The user inserted a telescope into the pt's urethra and confirmed that there was no sign of an internal burn. During a follow up visit the next morning, the user did not notice any burn sign on pt's mucosal urethra. However, the head of the pt's penis was slightly peeling and was treated with nebacetin. No further information was available regarding the pt's status. Olympus representative along with the facility 's clinical engineering visually inspected the equipment and the accessories used during the surgery. No defects were noted. The olympus ues's settings that were used during the procedure were retrieved from the unit's memory: cut mode pure270w and coag mode coag1, 120w. The user facility did not allege that an olympus device contributed to the pt's outcome.